Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old underwent primary breast reconstruction with unknown mentor saline prostheses that had a final fill volume of 325ccs. Right sided deflation (1645337-2018-02114) and left sided baker¿s grade iii capsular contracture (1645337-2018-02115) was noted post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 325cc saline prostheses was performed on (B)(6) 2017.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2018. Device evaluation summary: it was reported that a (B)(6)-year-old underwent primary breast reconstruction with unknown mentor saline prostheses that had a final fill volume of 325ccs. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed parallel lines of shell wear on the posterior aspect, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 0.3 cm was discovered within the shell wear. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).